Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The jostent graftmaster is being filed under a separate medwatch MFR number. A thorough analysis could not be performed because the device was not returned for investigation. Failure to seal the perforation (the reported leak) may be attributed to several factors including, but not limited to, stent graft foil damage, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. Since there was no report of any damage observed to the stent delivery system (sds) or stent implant prior to the procedure, this may indicate that a product deficiency did not contribute to the difficulties experienced. No patient anatomical information was provided and the device was not returned for analysis, both of which may have aided the investigation. It is possible that the stent did not have proper vessel wall apposition to properly seal the perforation; however, the exact cause cannot be determined. Although a conclusive cause cannot be determined for the reported failure to seal (leak), there does not appear to be any indication of a product quality deficiency. A review of the finished product device history record did not reveal any nonconforming material records associated with this lot. All stent delivery systems are 100% leak-tested and visually inspected for foil damage and proper placement online during the manufacturing process.

Event description:
(B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011, the patient presented with a spontaneous perforation of the left anterior descending (lad) artery. Balloon dilatation was performed using an unspecified device, but the perforation did not seal. A jostent graftmaster stent graft was deployed; however, the perforation remained unsealed. No other intervention was reported. On (B)(6) 2011, the patient was transferred to another hospital and a second jostent graftmaster stent graft was implanted inside the first graftmaster in the lad. The perforation slowed, but was not sealed. The perforation remains unsealed and the patient has been discharged. Reportedly, both graftmaster stents advanced and deployed successfully. It is unknown why the perforation was not sealed. There was no other reported adverse patient sequela. Though requested, additional information was not provided.